Event description:
It was reported that when a surgeon was removing an anchor c implant, the surgeon attached the inserter to the anchor c implant to remove it when the tip of the inserter broke off into the implant. There was about a 10 second delay in surgery. He successfully completed the procedure by removing the implant with another instrument. The broken tip was stuck in implant.

Manufacturer narrative:
Method: device history review; complaint history review;results: the plausible root cause for the reported event is a torsional overload applied by the user.conclusion: the anchor c 9mm inserter was confirmed to have a fractured tip upon visual inspection. The tip of the inserter was not returned. A delay of less than 1 minute was reported. The tip fracture occurred during a revision surgery while the anchor c cage was being removed. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that when a surgeon was removing an anchor c implant, the surgeon attached the inserter to the anchor c implant to remove it when the tip of the inserter broke off into the implant. There was about a 10 second delay in surgery. He successfully completed the procedure by removing the implant with another instrument. The broken tip was stuck in implant.